Event description:
It was reported that, on an unknown date, the application instrument for external zipfix does not cut, crimped and pulled back. It was also reported that the device did malfunction during the surgery while being used on patient. This event does not contribute to a death or injury. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No service history review can be performed as this is a lot controlled item.

Manufacturer narrative:
Device was used for treatment, not diagnosis subject device has been received at service and repair on (B)(4) 2013. Device was deemed to be not repairable. There are no known ncrs associated with this part and lot number. Device was forwarded to complaint handling unit for further evaluation. Investigation is ongoing; no conclusion could drawn at this time. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
A product development evaluation was performed. A functional test was done with the returned instrument and 5 zipfix implants to evaluate the functionality of the instrument. All 5 zipfix implants could be tensioned and cut as per the design intent. There was no design related issues identified on the returned instrument as described in the complaint description.